Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00697. It was reported that patient experienced ineffective stimulation from the two scs trial leads implanted ((B)(6) 2018). As a result, the physician decided to replace one of the two leads and relocated the new lead for better coverage ((B)(6) 2018). Reportedly, effective stimulation was restored post-operatively.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00697. Additional information identified that issue of ineffective stimulation has been resolved.